Manufacturer narrative:
Additional information section: b7. An unintended extraction of the electrode from the inner ear occurred. During cleaning of the mastoidectomy cavity, the electrode was accidentally pulled out of the inner ear. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.